Event description:
Additional information received reported the patient had no pertinent medical history and nothing like the event had happened before. The pump was explanted on the same day it was implanted. There was no cause determined as to why it happened. It was noted that imaging did not show anything so it was decided to remove it. The patient was doing well with no issue. A new system would not be implanted.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter.

Event description:
It was reported the patient¿s pump and catheter were just implanted within the last few hours on the date of this report and the patient could not feel his legs, so the physician ordered an immediate magnetic resonance imaging (MRI). Additional information received reported the start and end date of the prialt treatment was (B)(6) 2014. It was noted the patient lost motor function in legs and the pump and catheter were removed and the patient¿s function returned. A follow-up report will be sent if additional information becomes available.